Event description:
The device t was replaced for an unk cause who the hand surgeon claims to have operated on at least ten times previously.

Manufacturer narrative:
The hand surgeon indicated he had operated on this pt 10 times previously. Eval of the returned implants indicates slight abrasion of the stem, which may have occurred prior to implantation. The cause of the alleged discoloration remains unk.